Manufacturer narrative:
The device was returned to olympus for evaluation and the customer allegation was confirmed. Based on the results of the investigation, it is likely that the following led to the malfunction: expected or random component failure without any design or manufacturing issue. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the subject device had a cut in the cable rubber near the camera head. There was no patient involvement.